Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 407652 implantable pacing lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that there was a device alert for high atrial impedance. The device is noted to have a charge circuit time out. The device is turned off. The device and lead remain in use. No patient complications have been reported as a result of this event.